Event description:
It was noted that the intravascular ultrasound (ivus) catheter had performed successfully during pre and post stenting of a lesion located in the distal portion of the left circumflex (lcx). Ivus was being performed on a difficult angle of the proximal portion of the left circumflex (lcx) artery. Upon withdrawal of the ivus catheter from the lcx, resistance was encountered. The guidewire had looped distally and become entangled with the guidewire and the ivus could not be moved over the wire. The physician manipulated ivus with force allowing successful release of the catheter from the guidewire. However, during manipulation/removal of the ivus catheter, the tip of the catheter detached. The tip remained on the guidewire and was contained within the guidecatheter (not in the pts vasculature). The detached tip was safely removed from the pt with the withdrawal of the guidecatheter. No complications were encountered and pt was reported to be doing "ok". It was reported that post procedure the guidecatheter was flushed and the tip retrieved from the guide. The guidewire was also examined and appeared to have several loops and angulations.

Manufacturer narrative:
Date of event is unknown.